Event description:
It was reported that a cartridge alarm occurred during insulin delivery . There was no adverse impact to the customer's blood glucose level. The customer reload the cartridge, which successfully resolved the issue.